Event description:
The patient stated that the up and down arrows are not responding properly. The patient stated that the up arrow has to be pressed more than five times before getting any response, and the down arrow is very slow. Found that all other buttons are responding properly. Troubleshooting was performed, but the issue was not resolved. Advised the patient that the pump would be replaced. No bg reading was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The battery out limit alarm could not be verified due to the keypad anomaly. The insulin pump was received with cracked display window corners, a cracked reservoir tube lip, minor scratches on the display window.